Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to olympus for evaluation/investigation since it was reportedly discarded by the user facility. Therefore, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and is being judged as unknown. Furthermore, a DHR review could not be performed since basic data of article identification (lot number) are missing. The lot number initially specified could not be confirmed by the user facility. Therefore, a manufacturing and quality control review was performed for the last 24 months of production. There were no non-conformities or deviations regarding the described issue. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral vaporization of the prostate (tuvp) procedure, the loop wire at the distal end of the hf-resection electrode broke off and possibly fell into the patient. The fragment was reportedly not retrieved but an examination by ureteroscopy showed no foreign objects inside the patient. No further information was provided and there was no report about an adverse event or patient injury.